Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's femur. The surgeon decided to leave the tip of the bone pin in the patient. The outcome of the case was successful

Manufacturer narrative:
Reported event: after the surgeon removed the bone pins from the pts femur and tibia at the end of the procedure, it was noted that the tips of 1 of each size of pin had broken off and lodged inside the patient. We obtained an c-arm image to confirm. They we noted by the surgeon to be inside the pts bone. At this time, we. Did not try to remove them. Procedure was successfully completed. No delay in surgery. No adverse consequence to the patient. Products not available as they were thrown out. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 11/25/2015 and accepted into final stock on 11/25/2015 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143140, lot number w43264 shows no complaints related to the failure in this investigation. Tracking of complaints related to the 143080 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of the bone pin. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's femur. The surgeon decided to leave the tip of the bone pin in the patient. The outcome of the case was successful.